Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. An 8x120mm absolute pro ll vascular self-expanding stent system (sess) reportedly failed to deploy, so the stent was not implanted in the patient. There was no report of difficulty removing, an adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the distal shaft was bent or kinked causing restriction to the distal shaft lumens in the anatomy preventing movement of the shaft lumens resulting in deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6 investigation conclusions code 67 - removed.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.